Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell three of four. The hp was woken up by that alarm and was connected at the time of the alarm. During troubleshooting with the technical service representative (tsr), a poor connection was found to a supply bag and the line was wet. The tsr assisted the hp in clearing the alarm and ending therapy. The hp was to do a manual exchange in the morning. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A poor connection to a supply bag is a known cause of this type of alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.